Manufacturer narrative:
(B)(4). The product is not available for analysis.  Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to an unknown lesion, it was reported that a precise pro rx was inserted but did not cross. Therefore it was removed from the patient and it was confirmed that the distal edge of the stent was slightly exposed. Therefore the physician discontinued using this device.  It is unknown how the procedure was completed but it finished successfully. There was no reported patient injury. The product will not be returned for analysis. The product was inspected and prepped according to the instructions for use.  There was nothing unusual noted about the stent delivery system prior to use.  The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.  No additional information is available.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to an unknown lesion, it was reported that a precise pro rx was inserted but did not cross. Therefore it was removed from the patient and it was confirmed that the distal edge of the stent was slightly exposed. Therefore the physician discontinued using this device.  It is unknown how the procedure was completed but it finished successfully. There was no reported patient injury. The product was inspected and prepped according to the instructions for use.  There was nothing unusual noted about the stent delivery system prior to use.  The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17535561 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses failure to cross¿ and ¿stent delivery system (sds)-ses deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown but may have contributed to the reported event. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.